Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A voluntary medwatch report (mw5068127) was received from the FDA reporting a mobi-c implant failure, which led to the explant of the mobi-c implant. No further information was provided, including patient or reporter contact information; therefore, no additional information or product return is expected.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information received voluntary medwatch report (B)(4) was received from the FDA the medwatch reports a mobi-c implant failure, which led to the explantation of the mobi-c implant. Implantation occurred on (B)(6) 2016 and explantation occurred on (B)(6) 2017. No further information was provided, including patient or reporter contact information; therefore, no additional information or product return is expected. The cause for the device disassembly is unknown. The description received did not allow to understand perfectly if the surgical steps were followed or not. The investigation found no evidence to indicate a device issue. Root cause is unknown. If additional informations were received and allow to drawn a conclusion for this investigation. Another report will be sent. Not returned.